Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. The sample has been received and an evaluation will be performed. Should additional relevant information becomes available, a follow up report will be submitted.

Event description:
It was reported that a uv-flash transfer set had not connected well to the titanium adapter. This event was discovered while the transfer set was being changed. There was patient involvement, however there was no report of adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An evaluation of the actual sample was conducted. Visual inspection, leak testing and clear passage testing were performed with no issues noted. The patient connector of the returned transfer set was identified to be out of specification. Therefore, the reported condition was confirmed. The cause was due to a manufacturing issue. Updates to the machinery and the manufacturing process were implemented as a corrective action. Should additional relevant information become available, a follow-up medwatch will be submitted.